Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a suspected infection at ipg site. Symptoms were soreness, discharge and chills. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The physician believed that the infection was not device or procedure related. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having a suspected infection at ipg site. Symptoms were soreness, discharge and chills. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The physician believed that the infection was not device or procedure related. The patient was doing well postoperatively.